Event description:
It was reported that the patient was experiencing inadequate stimulation and frequent ipg charging. The patient underwent an ipg explant procedure and was doing well postoperatively. The explanted ipg will not be returned as it was kept by the medical facility.